Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that patient about a week ago his ins popped up out the skin almost and can feel it fluttering. It is like a heart beating, but not real strong. Patient has turned off his therapy and is not in pain. There had been no activities or trauma to implant site that could have potentially led to issue. No further complications were reported.